Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). Positioning failure associated with leaflet grasping could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported difficult to open or close associated with a single gripper actuation issue during procedure and the inability to grasp the leaflets cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and while grasping, the anterior gripper would not lower and stopped halfway. It was noted grasping both leaflets was difficult. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A new xtw clip was inserted and successfully implanted. To further reduce mr, another nt clip was inserted, however, the clip was unable to grasp the leaflets. Therefore, the clip was removed, and the procedure was discontinued. Mr reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and while grasping, the anterior gripper would not lower and stopped halfway. It was noted grasping both leaflets was difficult. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A new xtw clip was inserted and successfully implanted. To further reduce mr, another nt clip was inserted, however, the clip was unable to grasp the leaflets. Therefore, the clip was removed, and the procedure was discontinued. Mr reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.